Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that following implantation of the device, the patient suffered severe injuries. The device remains implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she continued to experience pain, bleeding, infections, bowel & bladder problems, erosion of her internal bodily tissue, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with posterior vaginal repair due to sui, rectocele and long term failure with previous retropubic urethropexy. No additional information was provided.